Event description:
The affiliate reported the customer obtained reactive rubella immunoglobulin m (igm) results for one patient involving unicel dxi 800 access immunoassay system. The patient sample was sent to reference laboratories, analyzed on two different methodologies, and recovered non-reactive results. The falsely elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer supplied beckman coulter europe with the patient's sample for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this incident. Testing at beckman coulter customer product line support (cpls) laboratory confirmed reactive rubella igm results for the patient sample provided. Heterophile testing demonstrated the presence of interfering substances. In conclusion, substance interference is most likely the root cause of the falsely elevated rubella igm results.